Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed via a photograph of the reported issue. Multiple diligence attempts for part return were unsuccessful therefore no further evaluation or root cause analysis could be performed. Per the manufacturer's subsidiary, the hard drive was replaced which resolved the issue. No parts were returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not boot up and a 'disk boot failure, insert system disk and press enter' message was displayed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's subsidiary, the ccm hard drive was replaced, and the issue resolved.